Manufacturer narrative:
The subject device was discarded by user facility and could not be returned. The exact cause of the user's report could not be conclusively determined. As the checking of the manufacturing record of the same lot, nothing abnormal was detected. This deficient cause is supposed to be that grasping forceps were used to crush the calculus. This instrument has been designed to be used with olympus endoscopes to retrieve foreign bodies, calculi or tissue specimens from the digestive tract. If there is a possibility of crushing calculus, the bml instruments should be used. In addition, the instruction manual of this device calls for attention as bellow. (Description of instruction manual) do not use this instrument for a calculus that is assumed impossible to be retrieved by this instrument in preoperative diagnosis, intraoperative contrast enhancing or after papillotomy/ papillary dilation. Do not use this instrument when it is inevitable to grasp many calculus at a time. The basket with calculus engaged may not be removed from the body. If the grasping basket cannot be withdrawn from the bile duct or pancreatic duct while holding a calculus, do not pull it with excessive force. This could damage the operation wire and/or the basket wires such that a part of the instrument could fall off inside the patient. If a calculus cannot be removed from the grasping basket while the calculus is in the bile duct, use olympus mechanical lithotriptor bml-110a-1 to crush the calculus and withdraw the grasping forceps. This instrument will deform and/or deteriorate by performing calculus retrieval. Repetition of calculus retrieval will extend the effect. By such deformation and/or deterioration, calculus may not be retrieved and/or the basket with calculus engaged may not be removed from the body. If calculus retrieval needs to be repeated in a single case, make sure to check the action and the appearance each time that no abnormality is detected (e.g. Basket wire cut or worn, tube sheath bent etc.). Stop use when any abnormality is detected. It is surmised that incarceration may occur and bml-110a-a is used for resolving incarceration, and though it recurs, it is not likely to cause or contribute to a death or serious injury. Besides, since there was no abnormality found in the manufacturing history, the subject event was determined to be caused by user handling, but not device malfunction. The subject device was discarded by user.

Event description:
The physician attempted to crush the calculus about 20 mm with the subject device, the calculus couldn't be crushed, and the basket wire was incarcerated. The wire of the subject device was cut in the proximal side, and jf-260v was removed. After that, the calculus was crushed with bml-110a-1, and the procedure was completed. There was no patient injury reported.